Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had blisters on each side of his body under where the garment sits. The blisters were not open nor bleeding. The patient's rehabilitation facility applied a cream to the blisters. The medical outcome of the blisters is unknown.